Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, -2.0/+3.5/96 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and lens rotation. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on the lens and clear surgical residue/debris on the product. Visual observation found the lens with no visible damage and clear residue on the lens surface. Corrections: the reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, -2.0/+3.5/96 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vaulting and lens rotation. The problem was resolved. (B)(4)